Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for weak battery and failed battery, the blood glucose ran high, and the screen went blank. He was assisted in clearing the alarms and noted a film on the battery cap contact and battery tube and spring. The customer was advised to clean the battery cap and was sent a new battery cap. The batteries were not previously used, the backlight was not used frequently, set rewinds were not performed daily, and there were no unattended alarms. The blood glucose reading was 428 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.